Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated intravenously with teicoplanin (dose and frequency not reported) for the event. The patient was discharged from the hospital thirty four days after hospitalization and was recovering from the event. On an unreported date, peritoneal dialysis therapy was discontinued and hemodialysis therapy was initiated. No additional information is available.